Manufacturer narrative:
The customer did not respond to repeated attempts to perform troubleshooting with the kit. The allegation could not be duplicated upon qc retention testing.

Event description:
The customer reported under-recovery of two a1cnow+ kit results when compared to lab values. There were no allegations of patient/user harm.